Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with unknown blood glucose level. Other value was 183 mg/dl. Customer had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with manual injection. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported insulin flow block alarm. The insulin pump will not be returned for analysis.